Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. In this case, no patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stent did not have proper vessel wall apposition to properly seal the perforation; however, the exact cause cannot be determined. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint handling database did not reveal any other incidents reported for failure to seal (leak) from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, although a conclusive cause cannot be determined for the reported failure to seal (leak), there does not appear to be any indication of a product quality deficiency. All stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process.

Event description:
It was reported that the graftmaster was used to treat a perforation in the mid right coronary artery, which was caused by a non-abbott device. The stent was successfully deployed; however, there remained some seepage which required multiple post-inflations with a non-abbott balloon. The perforation was sealed with a good final outcome. No additional information was provided.